Event description:
It was reported by an epilepsy nurse that one of their patient's had passed away. No other relevant information has been received to date.

Event description:
It was reported by an epilepsy nurse that the patient had their generator explanted, but the device has not been received by the manufacturer to date. No other relevant information has been received to date.